Manufacturer narrative:
Please note that the event is a duplicate of medwatch report no. 3007628272-2011-50016, therefore now this report will be voided. No further information will be submitted for this report 3007628272-2011-50015.

Event description:
During a coil embolization procedure of the (ica) internal carotid artery the syringe (B)(4) could not detach the coil (B)(4) at the green zone, and could not be detached even when the alternative detachment was attempted. The syringe was changed to other new product (same cat/lot, pi1), but the coil could not be detached. When the coil was pulled back in the microcatheter, it was detached. The doctor pushed the coil by using the delivery tube. The doctor could insert the coil into target aneurysm successfully. The procedure was completed without patient injury. No damages were noticed on any section of the syringe, and the syringe was connected properly with each delivery system hub. After the difficult to detached, the same syringe was not utilized with other coils. After the event, no damages were noticed on the syringe or delivery system. No further information was available. The vessel was not calcified or tortuous.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.